Manufacturer narrative:
(B)(4). Batch # m93k1l. The device was received with the top of the I-blade upper tip broken off not returned. In addition, the device was received with skiving of the heat shrink (shaft cover) material. All of the heat shrink material appeared to have been returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. Due to the condition of the device, we are unable to investigate further the replace instrument alert screen. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic procedure for prostatic gland, ¿replace instrument¿ was displayed and the device became not to be activated at the third actuation. Another device was used to complete the case. There were no adverse consequences to the patient.